Event description:
It was reported that during a vats procedure, the lung tissue was not stapled because of malformed staples. The charge nurse indicated it was just cutting the tissue and not stapling. The doctor had to reinforce the tissue with conventional suture and tie method to complete the procedure. The procedure was prolonged approximately 40 minutes but there was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.